Manufacturer narrative:
The MFR was unable to determine which lead broke.

Event description:
It was reported the pt experienced a return of symptoms. After examination and x-ray, lead breakages were confirmed. No pt injury was reported.